Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the downstream occlusion alarm which was caused by low sensor readings. The downstream pressure plate gap was also out of specification. The tubing guide assembly was replaced to correct this condition.

Event description:
During baxter's evaluation of a spectrum pump, the device alarmed downstream occlusion when no occlusion was present. There was no patient involvement.